Manufacturer narrative:
The software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that during an l2-l3 fusion using spine 2.0.1, the software exited to the splash screen. The surgeon had already placed 3 screws successfully and was navigating his final screw placement with the apt legacy tera gold, when the exit occurred. It was reported that no one was switching views or clicking anything in the software at this point. The system stayed on the splash screen for approx three minutes but did not exit. A medtronic rep troubleshooting with the site had them hit ctrl-alt backspace and the system returned to the log-in screen and came back into the software, however, the surgeon did not want to re-do the merge as he was already halfway through placing the last screw. The spine procedure was completed without the use of the stealthstation s7 system. It was confirmed via the post-op image that all screws were placed correctly. There was no impact on the pt outcome.